Manufacturer narrative:
According to the facility "filter contents came out of the filter clogging the ventilator circuit compromising the patient's airway". No additional information was provided. The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "filter contents came out of the filter clogging the ventilator circuit compromising the patient's airway".